Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2018-jun-28. It was confirmed that the catheter was disconnected from the pump and the patient experienced increased spasm. It was also noted that the medication log showed 30 mg.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: product ID 8781, lot# 0213673794, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 20-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a clinical study regarding a patient who was receiving lioresal (500.0mcg/ml, dose "30 mg") via an implantable pump for an unknown indication for use. The patient experienced severe itching and increased spasticity since (B)(6) 2018 after taking oral baclofen. The pump was interrogated on (B)(6) 2018 and no problems were found. The event resulted in in-patient hospitalization/emergency room visit (also reported as prolonged hospitalization). It was noted that "rx pump flow" showed a disconnection of the catheter at the pump but the catheter was not always visible on an "rx pump course." Catheter access port (cap) aspiration was performed on (B)(6) 2018 and clear liquor withnormal cytosis was observed. A cap study and rotor study were performed and no problems were found. A bolus was given with no improvement in spasticity. A pump progress contrast study was also performed and no obvious deviations were noticed. It was stated that after the contrast study, there was "improvement of clinic." The event etiology was indicated to be possibly related to the device/therapy and the drug, and not related to the implant procedure. The pump was reprogrammed on (B)(6) 2018 and the daily dose was increased. The outcome was reported as resolved without sequelae as of (B)(6) 2018. Additional information received on (B)(6) 2018 indicated that a catheter revision where the catheter segments were "modified" and ex planted/replaced was performed on (B)(6) 2018 and the event was resolved without sequelae on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the clinical site clarified "rx pump flow" showed a possible disconnection of the catheter at the pump. The catheter disconnection was not confirmed. There was no catheter issue found. However, to be sure the hcp replaced the entire catheter. At the time of the event, the lioresal dose was "45 mg/day." It was noted the programmed pump increase on (B)(6) 2018 was 10%.